Event description:
It was reported that the device's reservoir leaked. No patient involvement was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review was done, no issues related to the original complaint were found.